Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/02/2014 with the following findings: the keypad is intact. The ¿ok¿ and ¿contrast¿ keys respond intermittently to user input. Keypad removed. The ok, down and up button contacts are misaligned. There was contamination seen under the contrast and ok button contacts. Display is dim. Characters are faded with a red tint.